Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided video show an iol implantation. The lens is in the eye. The haptics appear to be folded over the optic. The surgeon is trying to remove the haptics from the optic using a surgical tool. The complainant indicates the use of non company ovd as a viscoelastic which is not qualified for use with the associated iol model. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implantation of lens it was noted that both the lens haptics were tightly adhered to the optic and could only be separated with difficult manual manipulation. There was a patient contact reported. The patient undergone for unspecified intervention. As per the physician there was a unspecified impact to the patient and the impact was continued with the patient. Additional information has been requested, received and stated patient current condition was good. This report is associated with multiple complaints. This file is 1 of 5.